Manufacturer narrative:
The returned driver and screw were examined under magnification. An oblique fracture pattern was identified at the transition point of the driver tip. This indicates excessive side loading (bending) away from the driver's central axis. Fracture surface appears brittle, indicating a single overloading event caused the failure. The driver is not designed to withstand significant side loads and should only be used with torsional loads. No damage or discoloration can be seen on the returned screw, indicating the screw did not encounter the plate before failure, which aligns with the complaint summary. The tip of the driver remains stuck in the hex feature. Failure could be caused from overloading the driver, which can happen with increased resistance of the screw during insertion. Additional mdrs associated with this event: 3025141-2021-00034: screw.

Event description:
While screwing locking aculoc 2 screw in to distal radius plate, the driver tip snapped off in the head of the screw. The screw was removed from the plate, with the driver tip in the head. There was a 15 minute delay in surgery as a result.